Manufacturer narrative:
Clinical review: the patient did not document the cause of the fluid in the lungs. There are many causes including pleuroperitoneal leak, fluid overload, and cardiac conditions such as congestive heart failure. Although the patient did not specify the cause of the hospitalization, there was no allegation of a device malfunction or deficiency reported for the event. It is unknown if the patient was utilizing fresenius product(s) at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to fluid in both lungs. The patient was hospitalized for six days. Attempts to obtain additional information were unsuccessful.